Manufacturer narrative:
Method and results: no product will be returned for evaluation.

Event description:
On (B)(6) 2010, patient reported a hypoglycemic coma between the hours of 7 a.m. And 1:30 p.m. Patient received an e6 mechanical error at 7 a.m. Patient decided to disconnect infusion device and return to bed. Patient woke to his dog licking his face and pulling his hair at 1:30 p.m. Patient lost consciousness between 7 a.m. - 1:30 p.m. And does not recall any events from that time. Patient does not have symptoms of hypoglycemia. Blood glucose was 27 mg/dl when he woke. Target blood glucose is 140-152 mg/dl. Blood glucose at time of report was 114 mg/dl. Patient yelled for help and roommate brought cereal and (B)(6) to treat low blood glucose. Patient disconnected tubing from headset when infusion device was removed following e6 mechanical error. Patient drank 2 beers before bed on (B)(6) 2010, but this is normal for him. Patient did not deliver any boluses the previous night or on the morning of report. Time and basal rates were programmed correctly. Patient has not experienced increased absorption of insulin. There were no changes to activity level. Patient started a new medication 2 weeks ago for a cough and is taking mucinex. No product was requested for evaluation.